Event description:
The physician was attempting to implant an integrity bare metal stent in an extremely torturous mid ramus 90% lesion. The integrity was inspected prior to use with no issues noted. A wire was delivered across the lesion with difficulty. A non-medtronic balloon was used to pre-dilate the lesion at 4 atms for 36 seconds. Wire placement was lost during pre-dilation and placed again with difficulty down the vessel again. Once the balloon was brought down, a dissection was observed and decreased flow to the distal vessel. Integrity bare metal stent was placed across lesion and deployed at 6atm for 10 seconds. The stent balloon was removed with no resistance. The wire was removed and upon removal, it was observed that the stent had migrated retrograde up to the ostial left main artery. The patient was sent for bypass. Image review : initial images confirmed a lesion in the mid ramus. Images were also taken showing the other left coronary arteries and the rca. Vessel cag after pre-dilatation confirmed the presence of a dissection as the ramus became occluded distal to the site of the target lesion. The delivery and positioning of the integrity stent was not captured on the images provided. Subsequent images show the deployment of the integrity stent. The stent delivery system catheter balloon deflation or the wire and delivery system removal were not shown on the images provided. The migration of the integrity stent to the ostium between the ramus and the left main is confirmed from the images.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure-embolization; no results available since no evaluation was performed - device was not returned; related to operational context-the possibility exists that either a partially deflated balloon or the procedural wire snagged on the struts of the newly deployed stent. Conclusion: inherent risk of procedure-embolization; operational context contributed to the event-the possibility exists that either a partially deflated balloon or the procedural wire snagged on the struts of the newly deployed stent; no device returned. (B)(4).